Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during hepatectomy, the device was unable to fire and squeeze the handle. Another device was used to complete the procedure. No patient injury has been noted.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual inspection of the returned product noted that the reload had a full staple complement. Functionally the reload was loaded into a pmv representative instrument and was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Based on the evidence available, the reported condition was not confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.